Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump's esc button was stuck. The insulin pump alarmed no delivery. His blood glucose level was 498 mg/dl. He treated his blood glucose level with shots. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with unresponsive buttons due to an unlocked keypad connector on the lcd board. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the unresponsive buttons. After locking the keypad connector to the lcd board, all buttons functioned properly and no stuck buttons were noted. The keypad traces were inspected and no anomalies were noted. The pump was received with a cracked lcd window.